Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that device or system was removed due to corrosion and/or calcium buildup. No patient complications were reported as a result of this event.